Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the patient's blood glucose was 600 mg/dl. The patient experienced agitation as a symptom of their high blood glucose. The hyperglycemia was treated with a manual insulin injection. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no air bubbles or kinks in the tubing identified. The customer was able to prime without incident. Further troubleshooting was declined. The insulin pump was not returned for analysis.